Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room after receiving multiple inappropriate shocks due to p-wave oversensing. The lead also exhibited low sensing, decrease impedance and was suspected to be dislodged. The lead was explanted. The patient was stable post procedure.